Manufacturer narrative:
Pump was received with dog chew marks at reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was broken at the reservoir compartment hatch. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.